Event description:
The customer received a questionable intact human chorionic gonadotropin + the b-subunit (hcg+b) result for one patient sample. The initial result was 1.07 ui/ml and was reported outside the laboratory. The patient returned home. On (B)(6) 2014, the patient returned to the hospital with abdominal pain. As the initial result did not fit the clinical picture of the patient, the sample was repeated on two cobas e601 analyzers and the results were 299.4 ui/ml and 284.3 ui/ml. The patient was diagnosed with an ectopic pregnancy and was operated on. The patient is out of the hospital and current condition is good. It was unknown if the patient's situation would have changed if the correct result had been reported. No adverse event was reported. The hcg+b reagent lot number was 177537 with an expiration date of 08/31/2015. A specific root cause could not be identified. The analyzer was checked and was found acceptable. It was noted the customer was using a sample tube with a diameter of 11 mm. This size of sample tube is out of specifications was most likely the cause of the event as the tube was possibly not straight resulting in no or too little sample being pipetted. Based on the information provided and the fact that calibration and qc were acceptable, a general reagent issue was not suspected.

Manufacturer narrative:
This event occurred in (B)(6).